Event description:
A customer reported that the adc device filament remained in arm after sensor removal. The customer had contact with a healthcare professional to have filament removed surgically. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. Visual inspection was performed on the applicator and no issues were observed however, the applicator had not been fired correctly. The lid was completely peeled off. Visual inspection was performed on the sensor pack, the sensor plug assembly and sharp were inside the sensor pack. The initial lock platform was observed to sit outside of lock ledge and misguided rib guides were also observed. Extended investigation has also been performed. Visual inspection of the sensor pack was performed and determined that contact between one of the platforms initial locks and the tray¿s corresponding initial lock ledge prevented the platform from lowering. Investigation further determined that a tilt in the platform displaced the platforms initial lock out of position, resulting in a misalignment between the platform and the tray during the assembly of the sensor pack. Therefore, this is confirmed to a manufacturing issue. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device filament remained in arm after sensor removal. The customer had contact with a healthcare professional to have filament removed surgically. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device filament remained in arm after sensor removal. The customer had contact with a healthcare professional to have filament removed surgically. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional investigation has been conducted for returned sensor (B)(6). Visual inspection was performed on the sensor and no issues were observed. Visual inspection was performed on the returned applicator and no issues were observed however, the applicator had not been fired correctly. The lid was completely peeled off. Upon further extended investigation, visual inspection of the sensor pack was performed. The sensor plug assembly and sharp were still inside the sensor pack, indicating that the sensor tip was not left in the customer body. No malfunction and product deficiency were identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section (h10 - additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.